Event description:
The event is reported as: the staples jammed. The stapler gives more than one staple at a time or none at all. No patient injury reported.

Manufacturer narrative:
Unknown if device sample available. Investigation results not available at time of this report. A follow-up report will be sent when available.